Event description:
Leak at heat exchanger casing water side, no pt contact, occurred during set-up.

Manufacturer narrative:
It was noted that the inlet and outlet port was deformed during a visual examination of the returned unit. A leak was observed at the heat exchanger water port; a 0.1mm gas and a crack were noted on the connection between the water port and the heat exchanger housing. A defect such as this would have been detected during routine manufacturing leak testing. This defect may have been caused by excessive shock received during shipping or use of the device.